Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dream station auto CPAP device's sound abatement foam. The patient has alleged visualization of particles. Additionally, customer alleges difficulty breathing and shortness of breath and also alleges the unit will not turn on and it is not functioning. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. During the investigation, pil observed dirt-like contamination on ui panel, on the blower and blower box and on the air inlet of the blower box. Black dust-like (inconsistent with degraded sound abatement foam) contamination on the ui panel. Black contamination, consistent with keratin, at the air outlet of the blower box. Pil used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage which suggests that the source of contamination was external to the device. Pil was not able to address the symptoms specified and there was one error logged. Additionally new allegation has updated in this report. In box d: device serviced by 3rd party? Device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, patient outcome code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged visualization of particles. There was no report of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.